Manufacturer narrative:
The customer¿s reported problem was confirmed. Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: customer identifies device 8100 (s/n (B)(4)), fails the pressure calibration in system maintenance. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: calibration. Case resolution: customer identifies device 8100 (s/n (B)(4)), fails the pressure calibration in system maintenance. Customer reading the pressure verification at 3.0 psi. Customer had replace the pressure sensors, ail assembly, and logic board (still fails pressure verification test). Assisted customer to identify/isolate source of problematic fault. Identified test set being used, is for the rate verification/calibration (8100-rcs). Explained the necessary test set needed to perform this process (customer given part number 8100-pcs). Customer will need to order this test set for pressure calibration to be performed. Customer to call back for assistance, if any further issues and/or concerns need addressing. End call.